Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had frequent no delivery alarms. Customer stated the alarm occurred during a prime. The customer did not troubleshoot because the alarm was resolved with a reservoir change. The customer's blood glucose was unknown. It was also found the customer had adhesive issues with their sensor. Customer declined to troubleshoot for their sensor issues. The customer will not be returning their reservoir for analysis.